Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). It was reported that the starclose se device was used in a calcified vessel. Per the starclose se instructions for use: do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a starclose se device with a 6fr sheath after an interventional coronary angioplasty procedure. Reportedly, after placing the starclose se clip and while rinsing the sheath, a massive thrombus was noticed. Angiography confirmed the common femoral artery (cfa), in the area of the starclose se clip, was mechanically occluded. There was difficulty probing the cfa through the starclose se clip, which was thought to be intraluminal. The occlusion was treated with balloon dilatation and a stent was placed which opened the cfa about 80%; however, the stent was painful to place. Good blood flow was achieved in the massively calcified cfa. Additional plavix was given in the cath lab and liquemin IV drip was administered overnight. The procedure was successfully completed. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.